Manufacturer narrative:
Zoll medical (B)(4) service department evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device did not "give breaths" off 1:2 ie. Complainant had no further information of the problem. Complainant did not indicate that there was any patient involvement in the reported malfunction.